Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9733752, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A0709 captures the issues with the flat emitter while a1102 captures the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they had the flat emitter plugged in and it was saying localizer faulted message. They switched to the side emitter and the system was able to work as expected. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
H3: the emitter (product: emitter 9733752 axiem 3 tabletop, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was an emitter failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.